Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system no longer works with electronic picture archiving and communication systems (pacs). No patient was present at the time of the event.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative stating that the hospital decided to upgrade their older navigation system to the a new navigation system. The new system was installed and is currently being tested by the site. Training for the site will begin soon. Currently there are no issues with electronic picture archiving and communication systems (pacs) and the new system.

Manufacturer narrative:
The software analysis was unable to determine the probable cause of the reported issue because the issue could not be replicated. If information is provided in the future, a supplemental report will be issued.